Manufacturer narrative:
The reported issue that the pcu generated a battery discharged alarm without any prior low battery or very low battery warnings is suspected to be associated with the battery not having been maintained in accordance with service bulletin 592a. The customer was unable to provide the battery log due to it reportedly having been deleted by them. No existing malfunction was found and the battery when installed in an in-house alaris test system appropriately alarmed through all phases of low battery warnings after it received conditioning in accordance with service bulletin 592a. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.